Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. During production of the reported batch, an issue of print defect was identified and additional measures were taken to assure release of the product. No corrective actions recommended since samples/photos were not received to confirm the product defect.

Event description:
It was reported that scale markings were missing with a 1 ml bd tuberculin syringe with detachable needle, slip tip. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that a couple syringes were found missing the numbers and ink markings on the barrel inside the box.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale markings were missing with a 1 ml bd tuberculin syringe with detachable needle, slip tip. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that a couple syringes were found missing the numbers and ink markings on the barrel inside the box.